Manufacturer narrative:
Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part#: 314.467, lot#: 6657976. Supplier: (B)(4), release to warehouse date: sep 16, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that during the routine check on sets, the sales representative detected that the screwdriver shaft had a broken tip. It is unknown when it broke. No patient involvement. This report is for one (1) stardrive screwdriver shaft t8 105 mm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was performed. The tip of the received screwdriver is broken off as complained; no fragments were sent back for investigation. The device is in a used condition, there are traces of use at the remainder of the stardrive and as well at the coupling. The relevant dimension cannot be checked anymore due to the damage. The fracture face is homogenous, which indicates material conformity. The manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in 2011 according to the specification. These findings indicate that the device was used for some years without any problems, which speaks against any manufacturing related issue. There was no information provided how or when the breakage occurred, and as the broken fragment was not sent back no root cause can be defined. The fracture face has a 45 degree angle, which could be an indication that the screwdriver broke due to too much lateral stress. No product related issue could be detected. There was patient involvement associated with the reported event since the event occurred intraoperatively. Patient information is not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is confirmed that the broken off piece was removed from the patient. This indicates that the event happened during surgery.